Event description:
This is filed to report a leaflet perforation requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and the leaflets were grasped at a2/p2. After fully closing the clip it was noted that there was a perforation on the posterior leaflet due to the hinge on the device. The physician attempted to re grasp the leaflets at the perforation but was unsuccessful. The clip was placed more medial and implanted. A second clip was advanced in the patient and was successfully implanted to treat the perforated part of the posterior leaflet. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural condition. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. 2993 was removed and 1157 was added to capture "difficulty grasping".

Event description:
Subsequent to the initial report: the physician attempted to re-grasp the leaflets at the perforation but was unsuccessful, as grasping was noted to be difficult.